Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the event was requested. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that, "the patient came into the hospital with pain. An x-ray noted aseptic loosening of the cup. The trident shell had fibrous ingrowth."